Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the pump was within the allowable operating altitude range. There was no reported adverse impact to customer's blood glucose level. Reportedly, the alarm was able to be cleared and insulin deliveries resumed.